Manufacturer narrative:
Upon failure analysis, the amis broach handle pin was found to be broken. On the basis of medacta's risk analysis, the failure mode is unlikely to cause pt harm since, in case of malfunctioning of the broach handle, a second broach handle is always available in the instrumentation kit, permitting the surgeon to complete the surgery successfully, as happened in this case. From the document review of lot 084699 (B)(4), no particular anomalies were found.

Event description:
The mobile pin of the broach handle (ref. 01.15.10.0131 - lot 084699) is broken. No pt or user involved. The surgery was completed successfully.